Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.5, lab: 3.0 (venous). Date: (B)(6) 2012, inratio: 1.6, lab: 2.6 (venous). Under 3 hours elapsed between testing. Customer states that his inr readings have been below 2.0 since he started testing on the inratio2 meter. Patient self tester has been using the inratio2 meter since (B)(6) 2012. Technical services to replace customers inratio2 meter.

Manufacturer narrative:
Investigation pending.